Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield fell off the bd vacutainer® eclipse¿ blood collection needle during use. The following information was provided by the initial reporter: "called in to report an issue with item 368608, lot 9286775. He is stating that the needle seems dull (wants to skid on the skin) and that the safety device on several of them have fallen off."

Event description:
It was reported that the safety shield fell off the bd vacutainer® eclipse¿ blood collection needle during use. The following information was provided by the initial reporter: "called in to report an issue with item 368608, lot 9286775. He is stating that the needle seems dull (wants to skid on the skin) and that the safety device on several of them have fallen off."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.